Manufacturer narrative:
Device received with blank display due cracked lcd glass display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to device segmented display with black spots. During visual inspection, found electronic stack and motor moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen. Customer stated that the changed battery and cap but still black screen and auto battery sound was silence. No harm requiring medical intervention was reported. Customer performed self test but not able to turned on the insulin pump. Customer stated that the insulin pump rattles while they shake it. The insulin pump will be returned for analysis.